Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent measurements were within normal limits in the 40 to 50 ohms range. No adverse patient effects were reported. This device remains in service.